Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had connection issues. The issue was found during the inspection of the device. The device was returned for evaluation. During the device evaluation, the plastic distal end (c-cover) had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported fault was likely a result of insufficient cleaning. Additional findings were as follows: due to damage on the forceps elevator lever, the up and down knob could not be locked securely; plug unit had corrosion due to water leakage; cable unit had corrosion due to water leakage; light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E3 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Occurrence of the event can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device. Olympus will continue to monitor field performance for this device.